Manufacturer narrative:
Upon investigation of this incident, the technical support specialist dialed in to server and the station, then confirmed the station was working as usual and no critical errors on the station. The system functioned as intended after the technical support specialist verified the device. D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server,pyxis server not interfacing with pyxis device. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another pyxis station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.